Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information the customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device after a below the knee peripheral interventional procedure. Reportedly, the starclose se deployed but the clip was found on top of the skin. The patient's blood pressure dropped, the patient felt faint and nauseated. The patient was monitored and manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was a 60 minute delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.